Manufacturer narrative:
Initial.

Event description:
It was reported that a user connected a new dexcom g7 continuous glucose monitor (cgm) sensor and the ilet displayed a ¿dosing stops soon¿ message while the sensor showed pairing/reconnecting status; the user was receiving glucose readings in the dexcom app, and troubleshooting included toggling cgm settings and re-entering the sensor code to prompt reconnection. No adverse clinical symptoms reported. Outcomes included temporary loss of cgm data to the ilet and advised manual blood glucose entry into the pump as needed. User support included remote troubleshooting and user-guided reconnection steps. Investigation of this case revealed that the ilet experienced cgm signal loss from the dexcom g7 during the initial warmup/reconnection period, consistent with expected communication latency and pairing behavior. It was concluded, based on previously established findings for similar reports, that the cause was user-device communication delay during sensor initialization with no device malfunction identified.